Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Intervention discussed but no changes were reported. There were no patient consequences.